Manufacturer narrative:
Device alarmed pump error 43 during motor rewind. After further review of the unit's interior, did not note any previous moisture presence, corrosion, rust, or mold on any of the boards, cables, and assemblies. The motor was tested outside the unit, and it failed. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests due to the pump error 43.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.